Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some activities during the weekend and the pump was alarming software error. Customer stated that after inserting a battery, the pump was alarming and saying to check the settings. Customer stated that they were unable to clear the alarm. Customer was stuck in the rewind process. Customer stated that the pump was last used about 6 months ago and there was also a check settings alarm. Customer was asked to rewind the pump and stated that they were comfortable doing the programming.